Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards lifesciences for evaluation. A photograph of the used delivery system provided by the site shows a tear on the crimp balloon proximal to the inflation/crimp (I/c) balloon bond. The flex tip could not be pulled flush against the thv due to the tear/flared balloon wing. Based on the photo provided by the site, the complaint for balloon ¿ torn was confirmed. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. The pra identifies increased alignment forces experienced during the procedure as a possible root cause for the balloon tear. If the physician performed the valve alignment process at a bend or angle, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. Per the report, the tear was perceived to be caused during the valve alignment maneuver, which was done in the upper curve (non-straight section) of the ascending aorta. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although a definite root cause was unable to be determined, available information suggests that procedural factors (valve alignment in a non-straight section of the aorta) may have contributed to the complaint event. To address the emerging trend in I/c bond complaints, the tubing lots and resin for the crimp balloon underwent further review. This review identified a correlation between recent increases in complaint rates with alternate extrusion processing methods. During manufacturing, 100% visual inspection if performed for working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. 100% visual inspection is performed for defects such as witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots, and scratches. Balloon samples undergo burst testing and additional visual inspection. Upon the completion of crimp balloon molding and annealing, the crimp balloons are 100% dimensionally and visually inspected for the following: distal and proximal length; distal and proximal ids; single/double wall thickness; general appearance/gross defects; foreign matter, impurity/contamination; appearance of fish eye and gel spot. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. Prior to the balloon pleat, fold, & forming process, the balloon is 100% visually inspected for balloon size and contamination. After the process, the balloon is 100% inspected for fold lines and distorted/pinched folds. During final inspection, 100% distal to proximal visual inspection was performed for damage or missing components. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, during product verification (pv) testing, visual inspection for kinks, cracks, missing components, missing small white marker band on balloon shaft. The balloon inflation pressure balloon burst pressure after fatigue were tested. The devices were visually inspected for kinks, inflation/crimp balloon bond, and nose tip/inflation balloon bond. Inflation balloon/crimp balloon tensile testing was performed. The lot passed pv testing. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a pra. A CAPA is being updated to address the recent correlation in balloon tear complaint rates with alternate extrusion processing methods. The complaint for balloon ¿ torn was confirmed, but no manufacturing non-conformance were identified during the evaluation. A review of DHR, lot history, and complaint history did not reveal any manufacturing non-conformances which could have contributed to the complaint. Furthermore, a review of IFU/training materials revealed no deficiencies. Available information suggests that patient factors (valve alignment in a non-straight section of the aorta) contributed to the complaint event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a subclavian access tavr procedure, during deployment of the 26mm sapien 3 valve, contrast was lost through a proximal tear in the delivery system balloon. No alignment difficulty was reported. There was no residual volume left in the balloon. The commander delivery system and the under deployed valve were carefully retracted into the esheath and the entire system was removed from the subclavian artery without injury. A second esheath was then inserted and the second valve was able to be deployed with good results. The patient was noted to be doing well at the conclusion of the case. It is perceived that the tear was caused during the valve alignment maneuver, which was done in the upper curve (non-straight section) of the ascending aorta.